Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a cp pump placed to escalate care from an intra-aortic balloon pump (iabp) for the st-elevated mi patient with known ventral septal defect (vsd). The pump was placed but the pump had prolapsed and kinked with the delivery to the lv. The pump was explanted and replaced.